Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support. Customer declined troubleshooting with tandem technical support and declined to provide further information.